Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. Noise on the presenting and stored electrograms (egms) was also noted. Inappropriate anti-tachycardia pacing (atp) due to noise oversensing was determined. Rv lead replacement was recommended. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Explant performed.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. Noise on the presenting and stored electrograms (egms) was also noted. Inappropriate anti-tachycardia pacing (atp) due to noise oversensing was determined. Rv lead replacement was recommended. Currently, this product remains in service and no adverse patient effects were reported.